Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (2 mg/ml at 0.9 mg/day) via an implanted pump. The patient reported the he was traveling in another state and stopped at a hotel. He felt better but was having withdrawal symptoms and hearing a critical alarm that began on (B)(6) 2020. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2020, it was recommended that he go to the local ER (emergency room) so that the pump could be interrogated. When the patient arrived at the ER, the ER physician contacted the patient¿s managing physician in his home state and a plan was set to give the patient an injection and oral meds. The managing physician stated that the pump did not need to be interrogated because they felt the pump was empty (alarm date was (B)(6) 2020) and the patient was fine with the plan. It was explained to the patient that unless the pump was interrogated, they couldn¿t be sure which alarm was occurring. The patient stated that he was staying in a hotel and then leaving for his home state the next day. It was unknown if the issue was resolved. The patient status was reported as ¿alive, no injury.¿ additional information was received on 25-jun-2020 from a healthcare professional (hcp) via a company representative who reported that it was determined that the pump motor stalled. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was being scheduled for a pump replacement. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive, no injury.¿ no further complications have been reported as a result of this event.